Event description:
This is a spontaneous case report received from a medical doctor in united states on 11-dec-2015 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number d13378. During the procedure the patient experienced tubal spasm. Bilateral placement was not achieved and the patient had no injury. Follow-up information received on 09-may-2016 from the physician:essure was inserted for permanent contraception. On (B)(6) 2015 essure was inserted in the right fallopian tube and on (B)(6) 2015 in the left tube. On an unspecified date, hsg (hysterosalpingogram) was done and showed device in proper placement and occlusion of tubes. On (B)(6) 2016, during an endometrial ablation with novasure, uterus was perforated and doctor had to do a laparoscopy, there is when it was noted a perforation of the left fallopian tube (the perforation was not diagnosed with hsg but on laparoscopic procedure).essure insert was removed at that time from the left fallopian tube and bilateral tubal ligation was performed too. Right essure device was kept in place. Company causality comment:this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Almost 4 months later, during an endometrial ablation procedure with novasure, patient's uterus was perforated. Physician had to do a laparoscopy and during this surgery a left fallopian tube perforation with essure was diagnosed and this insert was removed. The reported events are listed according to essure's reference safety information, except for the reported endometrial ablation. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was complicated by a tubal spasm in the first attempt. Left essure was inserted during a second attempt but no details were provided about this procedure. The patient had a hysterosalpingogram after insertion which confirmed proper device position. Later, during an endometrial ablation (medical reason for this procedure was not provided); the physician perforated the uterus and had to perform a laparoscopy, which revealed a left fallopian tube perforation with essure. Although the exact mechanism of the reported fallopian tube perforation is unknown, given its nature, causality with essure cannot be excluded.

Manufacturer narrative:
Quality safety evaluation received on 19-oct-2016: ptc global number (B)(4). A tubal spasm is a transient anatomical vent where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Almost 4 months later, during an endometrial ablation procedure with novasure, patient's uterus was perforated. A laparoscopy was done and, during this surgery, a left fallopian tube perforation with essure was diagnosed and this insert was removed. The reported events are listed according to essures reference safety information, except for the reported endometrial ablation. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In this particular case, essure insertion was complicated by a tubal spasm in the first attempt. Left essure was inserted during a second attempt. The patient had a hysterosalpingogram after insertion which confirmed proper device position. Later, during an endometrial ablation (medical reason for this procedure was not provided); the physician perforated the uterus and had to perform a laparoscopy, which revealed a left fallopian tube perforation with essure. Although the exact mechanism of the reported fallopian tube perforation is unknown, given its nature, causality with essure cannot be excluded. The reported uterine perforation during the endometrial ablation was considered as unrelated to essure, since it was a complication of novasure procedure. For the endometrial ablation, since its indication was not provided, causality cannot be assessed by now. This case was considered an incident, since device removal was required. Product technical analysis was performed as review of the manufacturing batch record (complaint sample was not available). According to results, this lot was performed per requirements and the product met all release requirements. The reported medical events are not indicative of a quality deficit per se; however, a plausible relationship with the reported medical events cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Follow-up received on 20-jun-2016 from medical doctor, answering a uterine/tubal perforation questionnaire. The patients historical condition included gravida 2, parity 1 (no c-section) and 1 abortion. There was no previous gynaecological intervention performed. Prior to essure insertion, no abnormal uterine findings were observed. On (B)(6) 2015, essure was inserted in the right tube, due to initial tubal spasm on left side, the patient came back, 1 week after (B)(6) 2015, essure was easily inserted in the left tube. During insertion, analgesia was performed with local epi, and the insertion was difficult due to tubal spasm. The visualization of tubal os was easy, and there was no fluid loss more than 1500 cc during hysteroscopy. The procedure did not take more than 20 minutes. Essure was inserted post voluntary pregnancy termination. The patient was not breast-feeding at time of insertion. There was no complaint immediately after insertion. On (B)(6) 2016, hysterosalpingogram was done for essure confirmation test, showing bilateral tubal occlusion. The patient was advised to rely on essure based on the result of confirmation test. Ect (interpreted as essure confirmation test) revealed bilateral occlusion and bilateral corrected position. A second confirmation test was not performed. On (B)(6) 2016, left fallopian tube partial perforation/embedment was diagnosed by laparoscopy, no other organ or intra-abdominal structure was perforated. Essure on left tube was removed on the same day during laparoscopy. The patient did not present any symptoms. Essure in right tube was in correct position. There was no pathology results, signs of infection or inflammation. Intraoperative findings/further clinical course was reported as btl (interpreted as bilateral tubal ligation) performed. The outcome was reported as resolved. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Almost 4 months later, during an endometrial ablation procedure with novasure, patients uterus was perforated. Physician had to do a laparoscopy and during this surgery a left fallopian tube perforation with essure was diagnosed and this insert was removed. The reported events are listed according to essures reference safety information, except for the reported endometrial ablation. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was complicated by a tubal spasm in the first attempt. Left essure was inserted during a second attempt. The patient had a hysterosalpingogram after insertion which confirmed proper device position. Later, during an endometrial ablation (medical reason for this procedure was not provided); the physician perforated the uterus and had to perform a laparoscopy, which revealed a left fallopian tube perforation with essure. Although the exact mechanism of the reported fallopian tube perforation is unknown, given its nature, causality with essure cannot be excluded. The reported uterine perforation during the endometrial ablation was considered as unrelated to essure, since it was a complication of novasure procedure. For the endometrial ablation, since its indication was not provided, causality cannot be assessed by now. This case was considered an incident, since device removal was required. A product technical analysis is being sought.